Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that a critically ill patients respiratory condition had deteriorated. Manual ventilation and later the intubation improved the spo2 and etco2 levels. During the following oxylog ventilation, no rise and fall of chest seen and no air entry to either lung on auscultation. Therefore manual ventilation was then continued until the paramedic arrived. Manually ventilated 3hrs. No serious injury.